Event description:
The following event description was received from the initial reporter: procedure: pneumonectomy. It was reported that the pt was high risk and had cancer, therefore, the tissue was very friable. When the stapler was fired, due to the tissue state, it could not hold the staples and the tissue was disrupted. The surgeon then tried to fix the tissue using sutures; however, the tissue was too friable to hold the sutures as well. According to the report the pt expired intraoperatively. It was indicated that this event was not related to the stapler or the suture.